Event description:
Procedure: urological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Product was used for therapeutic treatment. Align to trans-obturator urethral support system with hook needle, pelvisoft acellular collagen biomesh were reported to be used/implanted during this procedure. Add'l data from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Associated MDR# 1018233-2012-01956 and 1018233-2012-01957.

Manufacturer narrative:
(B)(4).